Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained lead noise episodes due to myopotential oversensing were observed through merlin.net transmission. Patient was asymptomatic. Programming changes were suggested. No further information was available.